Event description:
Patient running continuous renal replacement therapy (crrt) continuous venovenous hemodiafiltration (cvvhdf) via baxter prismax machine. Machine alarmed return pressure low; patient was not coughing or being repositioned. No movement preceded this alarm. Lines checked for patency; flushed and reversed access. Machine continued to display this alarm, and additionally alarmed the flow was too low for thermax. Alarms docked while patient and access was assessed, but continued to pop up. Effluent flow alarm occurred; no equipment rested on effluent lines, nothing swinging or clamped. Alarms continued to occur every 2 seconds after acknowledging them. Filter appeared to have air in it. Treatment stopped, blood not returned due to risk for air return. Patient remained hemodynamically stable during events; no changes in vital signs.